Event description:
Patient reported " I've had the same breast implants rupture twice for no reason and I'm severely sick." This record is for an unknown side. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.